Event description:
It was reported that a patient was implanted with a cobalt chrome rod on (B)(6) 2011 during a posterior spinal fusion procedure of the t9 to s1 by a physician. The patient¿s pain level improved until (B)(6) 2011, when the patient experienced severe pain causing her to use a cane, as her balance and ability to stand up straight was compromised. X-rays were taken by a nurse on (B)(6) 2011, and the patient was told that the results were normal although evidence of the breakage was present. Physical therapy was prescribed and attended by the patient from (B)(6) 2011 until (B)(6) 2012, and the patient returned to the nurse on (B)(6) 2012 x-rays were redone. The x-rays were sent to the physician, and the patient was informed the next day that the break in the hardware was noticeable in both x-rays. The patient returned to the physician on (B)(6) 2012 confirming a rod fracture between the l5 and s1 along with a potential break in the other rod having been broken inside the screw head, confirming the source of the patient¿s pain. The patient underwent re-instrumentation and correction surgery on (B)(6) 2102, but it has since been discovered that the movement of that instrumentation may predicate the need for surgical intervention.

Manufacturer narrative:
The product samples were not returned to the complaints handling unit (chu) for evaluation. Details were not provided on the disposition of the devices. A device history record (DHR) review could not be conducted as the lot numbers are unknown. Without the lot numbers, a review of the manufacturing records cannot be completed. Without the product samples we are unable to confirm the reported issue or identify the root cause. Therefore, the complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the products evaluated.

Manufacturer narrative:
The incident is associated with the device reported in MFR report # 1526439-2013-36040.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.